Event description:
A system error 2240 was found during a review of the event logs of the homechoice device.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error (se) 2240 alarm was identified during review of the patient's logs the homechoice (hc) device, with occurrence date (B)(6) 2010 (not in the event logs). It is not evident that problems with the hc machine contributed to se 2240. The cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).